Manufacturer narrative:
Product complaint # (B)(4) additional information: h6 component code: g07002 - device not returned d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Additional information provided: expiration date on storage not an issue. Nine from the same box were fine. Additional information has been requested however not received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Please elaborate on the quality issue experienced with the product the quality issue was that the dermabond advanced used was different in color than what it should be. Upon crushing the ampule of dermabond, nothing came out and it took some force to do so. It then required them to squeeze very hard to even see the dermabond liquid. When it finally did come out, instead of seeing the normal purple liquid, it was white, and foamy. Upon putting it on the patient, it remained this white color and took double the normal time to dry. Please clarify what you mean by "white runny film"? As I did not see myself, I am going off surgeon memory. It was a white liquid as opposed to purple. Please describe the type of foreign matter that was observed. What was the foreign matter¿s appearance? The foreign matter was a foamy white substance that then became a runny, thin white substance on the patient. What was the texture? Thin substance are there any photos of the foreign matter available? No is it possible that the foreign material fell into packaging upon opening of device? I do not believe so as this incident occurred post crushing the ampule. The tech and surgeon saw this dermabond advanced pen not look like the normal purple substance. Was the product seal on the foil still intact when the package was opened? Yes what is the lot number? N/a this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown procedure on an unknown date and a topical skin adhesive was used. The adhesive was white runny film on adhesive. Tenth was runny white film." No patient harm was reported. It is unknown if anything was retained for analysis. Additional information has been requested.